Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with dry eyes, seven months after surgery. The patient reported her eyes felt "tired" and had blurred vision in both eyes, which did not improve her artificial tears. The patient was started on a new medication. In a follow up, the optometrist reported that the eye dryness is ongoing, and is expected to continue to improve with the medication treatment. There are two medical device reports associated with this event. This report is for the right eye.